Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of below 20 mg/dl at the time of the incident. The customer was in a car accident due to the low. The customer was given glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer no longer uses the current pump. The customer was using a competitor's sensor system that was giving them false readings. The customer was also on a new diet and had lost weight. The insulin pump will not be returned for analysis.